Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that all grounds and screw caps were verified to be intact. The issue could not be reproduced. The manufacturer representative spoke to another facility representative and he confirmed that he never felt anything more than built up static being discharged. Site was informed that any static was probably the cause of environmental issues or a grounding issue with the wall outlet. Site agreed and didn't think there was any problem. The system storage area will be changed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that when the radiology technician was moving the imaging system into the operating room, the system shocked the radiology technician when she had her hand on the drive handle on the image acquisition system (ia)s and pulling the mobile viewing station (mvs) with the other hand. There was no patient present. On 2020-mar-26 (rep) it was reported that the site was still able to use the system to complete the case. The cause of the issue is not certain although it is believed that this only happens when one touches the screw hole.